Event description:
I purchased a manual breast pump off of amazon and upon receiving and using the product I found out that the lid doesn't fit the product so I reached out to the company for a refund and sent them the pictures they asked for and never heard back from them so I reached out to amazon about getting a refund and they are trying to make me return the used pump, even the it isn't sanitary and could possibly major health risks for anyone involved in the handling process of the item being returned. Instead of giving me a refund and having me throw it away they are trying to force me to send in the used pump.